Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected to an unprimed extension set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.   Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the troubleshooting for an unrelated alarm on the homechoice device, it was found that the home patient had pressed go to prime while being connected (use error). The technical service representative advised that the home patient disconnect and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.